Manufacturer narrative:
Device manufacturer address: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets had "air in circuit" while used with the spectrum iq pump. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.